Manufacturer narrative:
Although requested, the device was not returned for evaluation, and additional information was not provided. A review of the device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be conclusively determined.

Event description:
It was reported that after implantation of an intraocular lens (iol) into the eye, the patient was dissatisfied with the quality of vision, complaining everything was tripled, and experiencing visually induced nausea. Two weeks after initial implantation, the iol was exchanged with a different model iol. Additional information was requested but not received.